Event description:
A catheter had dislodged/disconnected from the pt's pump. A pump replacement and catheter revision was conducted. Prior to the surgery, it was noted that the "sc connector" was going to be replaced with a "40*" connector. The pump was planned to be filled with saline. The catheter was planned to be aspirated, and the pump tubing was going to be primed to remove all drug from the pump. The pt's status/outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).